Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 3.50mm x 30mm, eccentric, de novo target lesion containing a <=45 degrees bend was located in the mildly tortuous and moderately calcified left circumflex (lcx) artery. A 3.50 x 32 synergy drug eluting stent was advanced for treatment but failed to cross the lesion. Upon removal, it was found that the tip of the stent itself was deformed. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.